Manufacturer narrative:
Omitted code a150206 and added code a150207.

Manufacturer narrative:
Section d catalog number was corrected. D7a. Single-use device erroneously was blank on the initial report but should be no.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70 -year-old male patient presented with post cardiotomy cardiogenic shock. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support identified the patient as scai shock stage c with ECMO support. The patient was status post descending artery replacement surgery on february 13th who became ill and was subsequently placed on ECMO on february 15th, after which impella was also introduced. The impella cp 10 attempted to be inserted through the 14fr low profile sheath via the left femoral artery. The device was inserted; however, positioning was not performed properly, and the 0.018 wire had slipped out of the monorail lumen, therefore the decision was made to remove the device. Due to the wire not being removed resistance was felt near the motor's entry into the sheath, so the device was pushed back and the wire was removed separately. Resistance was felt again when attempting to retract the device into the sheath without the wire, the device was pulled back, however, the coiled wire got caught near the motor, causing the device to be pulled along with the wire. Therefore, it was decided to remove the entire sheath.

Manufacturer narrative:
H6: per a review of the complaint record, omitted a0502.

Manufacturer narrative:
Difficult/unable to remove through other device: the cause of the initial difficulty to remove the guidewire was most likely attempting to remove the guidewire and pump together per clinical details. The guidewire was successfully removed after advancing the pump past the sheath tip. Guidewire damage was also observed on the returned product, which can likely be contributed to the significant force used during removal.